Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted for high threshold measurements. Initially the physician suspected a perforation, however there was no effusion into the pericardial space either before revision or after, so the physician ruled out that as a cause. No additional adverse patient effects were reported.